Manufacturer narrative:
H3: product analysis :evaluation determined that the bearings are misaligned . The likely cause of the failure could be due to bearing corroded. It is also noted that the leg is scratched and laser markings are illegible and faded. B3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the  device with the report of corrosion. It was reported that there is no patient involvement .additional information received stated that the distal bearing got misaligned.